Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), the patient had ventricular high rate (vhr) episodes which appeared to be caused by oversensing and/or some other artifact). The ipg remaining longevity estimation 11 months. No action taken, and the ipg remains in use. No patient complications have been reported as a result of this event.